Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining high microalbumin results generated by the unicel dxc 600 pro synchron chemistry analyzer that were reported out of the lab for six patients. The sample was repeated, which resulted within normal reference range and amended reports were sent out. One patient received a medication change due to this event, but did not fill the prescription when the result was amended.

Manufacturer narrative:
Qc was within customer ranges before and after the incident. Customer technical support (cts) had the customer check the potassium (k) value of the wash solution as a troubleshooting measure, and the result of this indicated a wash issue. A field service engineer (fse) was dispatched and upgraded the software to version 4.9 and the wash restrictor mod, which resolved the issue.